Event description:
It was reported that the device was used during a laparosocpic assisted vaginal hysterectomy, it was reported that the surgeon fired the (1) atw35 four times two times on each side. He went below to do vaginal procedure and came back up to hook. One of the simple staples had not fully formed and was stuck in serosa of bowel. The surgeon removed and saved the staple, it will be sent with the product. The nurse felt that it was the last firing. The instrument did make cracking sounds when firing one of the loads.